Event description:
The device was used to treat a pt who had reportedly been down for approx 3 hours. The pt was reported to be blue in color and pooling was also observed. The device allegedly gave a connect electrodes message when the combination electrodes were attached to the pt. The electrodes were replaced and the device continued to give a connect electrodes message. The pt was not resuscitated. The reporter stated that the reported event did not cause or contribute to the pt's outcome. The statement was based on the paramedic's assessment of the pt's lack of viability.